Event description:
Customer's spouse reported via phone, customer had to do a set change due to having high blood glucose over 300 mg/dl. Customer called her doctor and was informed her to change site. Then later got another reading that was over 300 mg/dl called her doctor again and informed her to treat with a pen and change site again. Customer's spouse wanted the set to be replaced. Customer's spouse refused to troubleshoot. Customer's spouse will take the plunger and pushes insulin through to check for occlusions. Customer's spouse is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.